Manufacturer narrative:
Intervention as no further information is expected, this investigation is complete. This report will be updated should further information become available.

Event description:
It was reported that this right ventricular lead exhibited noise and pacing inhibition. This device was reprogrammed, however intermittent loss of capture was found on the lead. This lead was then surgically abandoned and replaced. This lead remains implanted. No additional adverse patient effects were reported.